Manufacturer narrative:
Evaluation codes: results - evaluation of the returned unit found that the unit does not sound continuously when in use with 8308 customer's sensor pad. Instead it sounds on and off when the sensor receptacle being bent down and corroded. (B)(4).

Event description:
The customer reported the alarm sounds continuously when in use with the sensor. Batteries have been replaced with a new supply. Customer also reported there is no physical damage to the outside of the alarm and did not provide a date when the issue was discovered. No patient incident or injury was reported.